Manufacturer narrative:
The field complaint of failure to capture was not confirmed. The device was received in normal working conditions. Analysis of device image displayed normal device characteristics. Further analysis performed, including capture tests and output verification measurements indicated normal device functionality with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: it was reported the patient experienced episodes of syncope. The patient attended follow-up and observed loss of capture due to unknown reasons. The event was resolved by explanting the pacemaker and capping the right ventricular (rv) lead and replacing the products. The patient was in stable condition.